Event description:
Pt experienced pain and bleeding at stoma site since insertion of the device. Blood in the tube was noticed by the patient's family member in 2002. Pt was taken to the hospital where pt was treated with i.v. Fluids, i.v. Antibiotics and antacid. Endoscopic exam indicated the device had rubbed the gastric wall and caused an ulceration. Physician reported to pt that the likely cause was the long tip on the device. Device was removed and replaced with a different style of feeding tube. One pt involved.